Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Vyaire failure analysis laboratory investigated throughout the period in question appeared to function normally for the settings provided. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 156 hours extended tests at customer settings.

Event description:
The customer reported to vyaire medical that for ltv 1150 they want to download event log on a deceased patient last (B)(6) of 2019. There is no malfunction of the ventilator and customer confirmed that the device was not the cause of the patient's death.